Event description:
It was reported that the customer experienced air bubbles within the canister. There was no adverse impact to the customer's blood glucose level. Customer primed the tubing to address the issue.